Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii, and breast implant rupture. (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with a 375cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade iii, and left side breast implant rupture. As a result, the devices were explanted on (B)(6) 2021. This medwatch report is for the patients left-sided device.